Event description:
Just after the surgeon started shaving, the device started to make noise and shed metal flakes. The device was brought to (B)(4) and checked by the marketing manager. It was found that there was a trace of grinding on tip of the inner blade. They flushed the site and it appears that they have removed most of the shedding.

Manufacturer narrative:
(B)(4); the device has not been received for evaluation.(B)(4)